Manufacturer narrative:
The device was not returned for analysis, however, the customer provided media an image. According to the media analysis, the fiber had a body break, thus, confirming the reported event. It is likely that procedural handling and procedural conditions of the device during set-up and use contributed to the fiber body break, leading to the issue experienced by the customer. Based on review of all information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during preparation for a cystolitholapaxy procedure, the fiber was opened and plugging into the laser and the physician noticed the break and bend in the fiber glass. The procedure was completed with another fiber without patient complications.

Event description:
It was reported that during preparation for a cystolitholapaxy procedure, the fiber was opened and plugging into the laser. The physician then noticed a bent and break along the fiber body. The procedure was completed with another fiber without patient complications.